Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, a patient experienced a thermal injury. This occurred when the surgeon was entering the eye to clear the anterior cortex and the tissue was not evacuating as no vacuum was taking place when stepped on foot pedal in position 2. Upon foot pedal position 3 the injury was observed. Sutures were required to close the wound. The patient was noted to have some wound leakage on postoperative visit one, however, the anterior chamber was not flat. The doctor indicated that the patient is young and believes the inflammation will subside soon.